Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18189.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Patient disconnected alarm. Unknown if in patient use. No reports of patient/user harm or injury,

Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that there was a patient disconnect alarm. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) attempted to reproduce the "disconnected patient" error but was unable to do so. The rse advised the customer that the error could be due to the settings and the therapy configurations. A field service engineer (fse) went onsite to further investigate and determined there was no error code regarding the patient disconnect alarm. The patient disconnect alarm was unable to be replicated at bench repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.